Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 232 mg/dl at the time of the incident. Patient's current bg: 279 mg/dl. Customer reported that the insulin pump is not giving her insulin, not getting enough insulin. The customer experienced symptoms nothing more than usual pt has asthma. Customer treated for high blood glucose with manual injection. Customer reports they have contacted their healthcare professional regarding the high blood glucose. Based on customer report proceeding in troubleshoot per customer alleging possible pump under delivery. Reasons why customer alleges pump is under delivering is that high blood glucose for the past three months. Customer states the drive support cap appears normal (slightly indented). Customer is not calling back to perform an high pressure test. Customer stated that healthcare provider stated tubing is getting bent over and may be cutting off the supply. Customer is switching over suret infusion set at prompting of her healthcare provider. Customer looked at calendar and saw september blood glucose was 232 mg/dl then 255 mg/dl and then 338 mg/dl and then 385 mg/dl and then one day 525 mg/dl. Customer was having high blood glucose starting in september. Customer stated that sometimes healthcare provider would give her more insulin and he would make adjustments to the insulin pump. Customer reported that in next month blood glucose was 438 mg/dl and 532 mg/dl. Customer had been really sick all year. No hospitalization due to diabetes. The pump will be returned for analysis.